Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00014 / 00015).

Event description:
It was reported that product malfunction during procedure lead to 45 minute delay in procedure.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned implant confirmed the reported events. The proximal end of the implants had several lacerations.a review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012.the probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity.